Event description:
The customer reported that the serpentine balloon peeled around the cvc when the physician attempted to place solex 7 (lot #164728) catheter into the patient's right internal jugular vein for the ivtm therapy. Immediately, the catheter was removed by the physician. The physician stated that the balloon was not removed completely; it got "peeled away." The physician successfully placed another catheter with no complications to start the ivtm therapy. No consequences or impact to the patient. It is unclear if any part of the balloon broke off and remained in the patient. However, it appears that the catheter was not fully placed. So, it is unlikely that any part of the balloon had broken off, and it is supported by lack of any impact to the patient. It is very likely that what the customer stated as "peeled away" means balloon had opened up (unraveled) prior to placement."

Manufacturer narrative:
The customer reported that "the serpentine balloon of the solex 7 (lot #164728) catheter peeled away while insertion" was confirmed based on the visual inspection. It is likely that there was a delay in insertion after the protective sheath was removed, allowing the balloon to unravel. Visually noted that the whole balloon was attached to the catheter; there was no missing piece of the balloon. Inflation and leak test confirmed that the integrity of the balloon was not compromised. The customer did not provide an answer to the follow-up question; however, in our experience, we have seen if the protective sheath over the balloon is removed just prior to insertion, it allows the balloon to unravel and makes it difficult to place. During visual inspection, no physical damage was noted. Zoll personnel observed dried blood residue on the serpentine balloon. Functional testing of the returned catheter was performed. All lumens are flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloon was fully inflated when pressurized up to 100 psi without any issues. No leak or damage was noted, and the catheter functioned as intended. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for solex 7 catheter with lot #164728.